Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
Product event summary: analysis found the rf (radio frequency) head connector on a printed circuit board assembly has cracked solder joints. Concomitant medical products: 229047 analyzer. (B)(4).